Event description:
It was reported that five (5) exactamix vented high-volume inlets had particulate matter in the tubules. The presence of particles in the tubules was observed during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: event date: this event occurred in unspecified date of 2024. E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, h6, h11. B5: update "an unspecified process step" to "prior to use". H11: the reported problem and the lot number combination is the same failure already documented in a field action fa-2024-050. The investigation has been performed and identified the causes of the reported particulate matter within the inlet primary packaging inlet components (including within the sterile fluid path tubing) are related to multiple root causes associated with process/procedural controls, materials, environment, and machine/tooling during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.